Event description:
It was reported that during implant, the right atrial lead exhibited noise with no discernable p-waves. The lead was connected to the pulse generator resulting in minimal noise and clearer p-waves. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.